Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), vaginal haemorrhage ("abnormal bleeding (vagina)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 40-year-old female patient who had essure (batch no. 806700) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included hepatitis, blood immunoglobulin m abnormal, endometrial polyp, dysfunctional uterine bleeding, ovarian cyst, uterine fibroid, fibrocystic breast, asthma, cholecystectomy, renal surgery, multigravida, parity 2, abortion induced (2), non-smoker and menarche (14 years old, frequency : irregular, duration: 3-4 days, quantity: moderate, pain: moderate). Patient denied alcohol use. Concurrent conditions included bacterial vaginosis, drug allergy and leukorrhea. Family history included anemia, asthma, cancer, diabetes, tonsil cancer (father) and diabetes (sister and father). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal) / vaginitis"), depression ("depression"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), herpes virus infection ("infection herpes") and gardnerella infection ("gardnerella infection"). The patient was treated with naproxen, surgery (B)(6) 2017 bilateral salpingectomy- only right side had removed), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, infection, menstrual disorder, cystitis, urinary tract infection, vaginal infection, depression, bladder disorder, urinary tract disorder, dysmenorrhoea, herpes virus infection and gardnerella infection outcome was unknown. The reporter provided no causality assessment for bladder disorder and urinary tract disorder with essure. The reporter considered cystitis, depression, dysmenorrhoea, fallopian tube perforation, gardnerella infection, herpes virus infection, infection, menorrhagia, menstrual disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2017, bilateral salpingectomy was done only right essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Mammogram - on an unknown date: fibrocystic breast. Smear cervix - on an unknown date: normal pap, hpv negative pap within normal limits on (B)(6) 2017, pathology reports: essure from right fallopian tube gross description: the specimen is received fresh, labeled with the patient¿s name, accession number, with additional labeling essure from right fallopian tube. The specimen consists of a thin, shiny gray. Uncoiled wire device, measuring 24 cm long. The specimen is received in formalin, labeled with the patient¿s name, accession number, with additional labeling, portion of right fallopian tube. The specimen consists of a short segment of fallopian tube without fimbriated end, measuring 0.4 cm long and 0.4 cm I n diameter. The cut surface shows an unremarkable lumen. Entirely submitted in 1 cassette. The specimen is received in formalin, labeled with the patient¿s name, accession number, with additional labeling. Right and left fallopian tube. The specimen consists of 2, tortuous segments of fallopian. Each tube with fimbriated end, measuring 4.7 cm and 6.5 cm long and up to 0.6 cm in diameter. Each cut surface shows an unremarkable lumen. Representative sections are submitted in 2 cassettes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming pelvic pain. Batch no. 12368998 is invalid. Date:(B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), vaginal haemorrhage ("abnormal bleeding (vagina)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 40-year-old female patient who had essure (batch no. 12368998-inv/ 806700) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube" on (B)(6) 2013 and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included hepatitis, blood immunoglobulin m abnormal, endometrial polyp, dysfunctional uterine bleeding, ovarian cyst, uterine fibroid, fibrocystic breast, asthma, cholecystectomy, renal surgery, multigravida, parity 2, abortion induced (2), non-smoker and menarche (14 years old, frequency : irregular, duration: 3-4 days, quantity: moderate, pain: moderate). Patient denied alcohol use *on (B)(6) 2017, pathology reports: essure from right fallopian tube gross description: the specimen is received fresh, labeled with the patient¿s name, accession number, with additional labeling essure from right fallopian tube. The specimen consists of a thin, shiny gray. Uncoiled wire device, measuring 24 cm long. The specimen is received in formalin, labeled with the patient¿s name, accession number, with additional labeling, portion of right fallopian tube. The specimen consists of a short segment of fallopian tube without fimbriated end, measuring 0.4 cm long and 0.4 cm I n diameter. The cut surface shows an unremarkable lumen. Entirely submitted in 1 cassette. The specimen is received in formalin, labeled with the patient¿s name, accession number, with additional labeling. Right and left fallopian tube. The specimen consists of 2, tortuous segments of fallopian. Each tube with fimbriated end, measuring 4.7 cm and 6.5 cm long and up to 0.6 cm in diameter. Each cut surface shows an unremarkable lumen. Representative sections are submitted in 2 cassettes. Concurrent conditions included bacterial vaginosis, drug allergy and leukorrhea. Family history included anemia, asthma, cancer, diabetes, tonsil cancer (father) and diabetes (sister and father). Concomitant products included nsaids and paracetamol (acetaminophen). In 2012, the patient experienced vaginal infection ("infection (vaginal) / vaginitis") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced herpes virus infection ("infection herpes") and gardnerella infection ("gardnerella infection"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), abdominal pain lower ("left lower quadrant pain") and abdominal pain ("abdominal pain"). The patient was treated with naproxen and surgery ((B)(6) 2017 bilateral salpingectomy- only right side had removed and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, infection, menstrual disorder, cystitis, urinary tract infection, vaginal infection, depression, bladder disorder, urinary tract disorder, dysmenorrhoea, herpes virus infection, gardnerella infection, anxiety, abdominal pain lower and abdominal pain outcome was unknown and the vaginal haemorrhage and menorrhagia was resolving. The reporter provided no causality assessment for bladder disorder and urinary tract disorder with essure. The reporter considered abdominal pain, abdominal pain lower, anxiety, cystitis, depression, dysmenorrhoea, fallopian tube perforation, gardnerella infection, herpes virus infection, infection, menorrhagia, menstrual disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2017, bilateral salpingectomy was done only right essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Mammogram - on an unknown date: results: fibrocystic breast. Smear cervix - on an unknown date: results: normal pap, hpv negative pap within normal limits. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming pelvic pain. Batch no. 12368998 is invalid. Date:10 aug 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2018: pfs received- new event mental anguish, left lower quadrant pain, abdominal pain were added. Outcome of menorrhagia , vaginal haemorrhage updated to recovering / resolving. New reporter and concomitant drug were added. Incident: we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), vaginal haemorrhage ("abnormal bleeding (vagina)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 40-year-old female patient who had essure (batch no. 806700 / 12368998) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included hepatitis, blood immunoglobulin m abnormal, endometrial polyp, dysfunctional uterine bleeding, ovarian cyst, uterine fibroid, fibrocystic breast, asthma, cholecystectomy, renal surgery, multigravida, parity 2, abortion induced (2), non-smoker and menarche (14 years old, frequency : irregular, duration: 3-4 days, quantity: moderate, pain: moderate). Patient denied alcohol use. Concurrent conditions included bacterial vaginosis, drug allergy and leukorrhea. Family history included anemia, asthma, cancer, diabetes, tonsil cancer (father) and diabetes (sister and father). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal) / vaginitis"), depression ("depression"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), herpes virus infection ("infection herpes") and gardnerella infection ("gardnerella infection"). The patient was treated with naproxen, surgery ((B)(6) 2017 bilateral salpingectomy- only right side had removed), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, infection, menstrual disorder, cystitis, urinary tract infection, vaginal infection, depression, bladder disorder, urinary tract disorder, dysmenorrhoea, herpes virus infection and gardnerella infection outcome was unknown. The reporter provided no causality assessment for bladder disorder and urinary tract disorder with essure. The reporter considered cystitis, depression, dysmenorrhoea, fallopian tube perforation, gardnerella infection, herpes virus infection, infection, menorrhagia, menstrual disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2017, bilateral salpingectomy was done only right essure removed . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Mammogram - on an unknown date: fibrocystic breast smear cervix - on an unknown date: normal pap, hpv negative pap within normal limits on (B)(6) 2017, pathology reports: essure from right fallopian tube gross description: the specimen is received fresh, labeled with the patient¿s name, accession number, with additional labeling essure from right fallopian tube. The specimen consists of a thin, shiny gray. Uncoiled wire device, measuring 24 cm long. The specimen is received in formalin, labeled with the patient¿s name, accession number, with additional labeling, portion of right fallopian tube. The specimen consists of a short segment of fallopian tube without fimbriated end, measuring 0.4 cm long and 0.4 cm I n diameter. The cut surface shows an unremarkable lumen. Entirely submitted in 1 cassette. The specimen is received in formalin, labeled with the patient¿s name, accession number, with additional labeling. Right and left fallopian tube. The specimen consists of 2, tortuous segments of fallopian. Each tube with fimbriated end, measuring 4.7 cm and 6.5 cm long and up to 0.6 cm in diameter. Each cut surface shows an unremarkable lumen. Representative sections are submitted in 2 cassettes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming pelvic pain. Most recent follow-up information incorporated above includes: on 17-may-2018: pfs received: batch number provided. Events herpes, gardnerella infection added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), vaginal haemorrhage ("abnormal bleeding (vagina)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 40-year-old female patient who had essure (batch no. 806700) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube" on (B)(6)2013 and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included hepatitis, blood immunoglobulin m abnormal, endometrial polyp, dysfunctional uterine bleeding, ovarian cyst, uterine fibroid, fibrocystic breast, asthma, cholecystectomy, renal surgery, multigravida, parity 2, abortion induced (2), non-smoker and menarche (14 years old, frequency : irregular, duration: 3-4 days, quantity: moderate, pain: moderate). Patient denied alcohol use. Concurrent conditions included bacterial vaginosis, drug allergy and leukorrhea. Family history included anemia, asthma, cancer, diabetes, tonsil cancer (father) and diabetes (sister and father). On (B)(6)2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6)2012, the patient experienced herpes virus infection ("infection herpes") and gardnerella infection ("gardnerella infection"). In january 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In may 2017, the patient experienced vaginal infection ("infection (vaginal) / vaginitis") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), depression ("depression"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with naproxen, surgery (15 may 2017 bilateral salpingectomy- only right side had removed), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, infection, menstrual disorder, cystitis, urinary tract infection, vaginal infection, depression, bladder disorder, urinary tract disorder, dysmenorrhoea, herpes virus infection and gardnerella infection outcome was unknown. The reporter provided no causality assessment for bladder disorder and urinary tract disorder with essure. The reporter considered cystitis, depression, dysmenorrhoea, fallopian tube perforation, gardnerella infection, herpes virus infection, infection, menorrhagia, menstrual disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6)2017, bilateral salpingectomy was done only right essure removed diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Mammogram - on an unknown date: fibrocystic breast smear cervix - on an unknown date: normal pap, hpv negative pap within normal limits on (B)(6)2017, pathology reports: essure from right fallopian tube gross description: the specimen is received fresh, labeled with the patient¿s name, accession number, with additional labeling essure from right fallopian tube. The specimen consists of a thin, shiny gray. Uncoiled wire device, measuring 24 cm long. The specimen is received in formalin, labeled with the patient¿s name, accession number, with additional labeling, portion of right fallopian tube. The specimen consists of a short segment of fallopian tube without fimbriated end, measuring 0.4 cm long and 0.4 cm I n diameter. The cut surface shows an unremarkable lumen. Entirely submitted in 1 cassette. The specimen is received in formalin, labeled with the patient¿s name, accession number, with additional labeling. Right and left fallopian tube. The specimen consists of 2, tortuous segments of fallopian. Each tube with fimbriated end, measuring 4.7 cm and 6.5 cm long and up to 0.6 cm in diameter. Each cut surface shows an unremarkable lumen. Representative sections are submitted in 2 cassettes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming pelvic pain. Batch no. 12368998 is invalid. Date:10 aug 2018 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-nov-2018: quality safety evaluation of product technical complaint . Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)), not noted on the left side'), vaginal haemorrhage ('abnormal bleeding (vagina)') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in a 40-year-old female patient who had essure (batch no. 12368998-inv/ 806700) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube" on (B)(6) 2013 and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included hepatitis, blood immunoglobulin m abnormal, endometrial polyp, dysfunctional uterine bleeding, ovarian cyst, uterine fibroid, fibrocystic breast, asthma, cholecystectomy, renal surgery, multigravida, parity 2, abortion induced (2), non-smoker, menarche (14 years old, frequency : irregular, duration: 3-4 days, quantity: moderate, pain: moderate), d & c, constipation, intermenstrual bleeding, vaginitis, leukorrhea, gardnerella vaginalis test positive, lower abdominal tenderness and ovarian cyst. Patient denied alcohol use on (B)(6) 2017, pathology reports: essure from right fallopian tube gross description: the specimen is received fresh, labeled with the patient¿s name, accession number, with additional labeling essure from right fallopian tube. The specimen consists of a thin, shiny gray. Uncoiled wire device, measuring 24 cm long. The specimen is received in formalin, labeled with the patient¿s name, accession number, with additional labeling, portion of right fallopian tube. The specimen consists of a short segment of fallopian tube without fimbriated end, measuring 0.4 cm long and 0.4 cm I n diameter. The cut surface shows an unremarkable lumen. Entirely submitted in 1 cassette. The specimen is received in formalin, labeled with the patient¿s name, accession number, with additional labeling. Right and left fallopian tube. The specimen consists of 2, tortuous segments of fallopian. Each tube with fimbriated end, measuring 4.7 cm and 6.5 cm long and up to 0.6 cm in diameter. Each cut surface shows an unremarkable lumen. Representative sections are submitted in 2 cassettes. Concurrent conditions included bacterial vaginosis, drug allergy and leukorrhea. Family history included anemia, asthma, cancer, diabetes, tonsil cancer (father) and diabetes (sister and father). Concomitant products included betamethasone;clotrimazole (clotrimazole and betamethasone), bifidobacterium bifidum;bifidobacterium longum;lactobacillus acidophilus;lactobacillus bulgaricus;lactobacillus paracasei;streptococcus thermophilus (4x6 acidophilus), ciprofloxacin monohydrochloride (cipro), docusate sodium (colace), fluconazole (diflucan), metronidazole, metronidazole (metrogel), nsaids, paracetamol (acetaminophen) and tramadol. In 2012, the patient experienced vaginal infection ("infection (vaginal) / vaginitis") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced herpes virus infection ("infection herpes") and gardnerella infection ("gardnerella infection"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), abdominal pain lower ("left lower quadrant pain") and abdominal pain ("abdominal pain"). The patient was treated with naproxen and surgery ((B)(6) 2017 bilateral salpingectomy- only right side had removed and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, infection, menstrual disorder, depression, dysmenorrhoea, herpes virus infection, gardnerella infection, anxiety, abdominal pain lower and abdominal pain outcome was unknown and the vaginal haemorrhage, heavy menstrual bleeding, cystitis, urinary tract infection, vaginal infection, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, fallopian tube perforation, gardnerella infection, heavy menstrual bleeding, herpes virus infection, infection, menstrual disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2017, bilateral salpingectomy was done only right essure removed. Discrepancy noted in essure insertion date: (B)(6) 2012. Patient received treatment for: pain, bleeding, bladder/ urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Mammogram - on an unknown date: results: fibrocystic breast. Smear cervix - on an unknown date: results: normal pap, hpv negative pap within normal limits. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming pelvic pain. Batch no. 12368998 is invalid. Date:(B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2021: mr received. Reporter information, patient medical history, concomitant medications added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)), not noted on the left side'), vaginal haemorrhage ('abnormal bleeding (vagina)') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in a 40-year-old female patient who had essure (batch no. 12368998-not valid/806700) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube" on (B)(6) 2013 and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included hepatitis, blood immunoglobulin m abnormal, endometrial polyp, dysfunctional uterine bleeding, ovarian cyst, uterine fibroid, fibrocystic breast, asthma, cholecystectomy, renal surgery, multigravida, parity 2, abortion induced (2), non-smoker, menarche (14 years old, frequency : irregular, duration: 3-4 days, quantity: moderate, pain: moderate), d & c, constipation, intermenstrual bleeding, vaginitis, leukorrhea, gardnerella vaginalis test positive, lower abdominal tenderness and ovarian cyst. Patient denied alcohol use on (B)(6) 2017, pathology reports: essure from right fallopian tube gross description: the specimen is received fresh, labeled with the patient¿s name, accession number, with additional labeling essure from right fallopian tube. The specimen consists of a thin, shiny gray. Uncoiled wire device, measuring 24 cm long. The specimen is received in formalin, labeled with the patient¿s name, accession number, with additional labeling, portion of right fallopian tube. The specimen consists of a short segment of fallopian tube without fimbriated end, measuring 0.4 cm long and 0.4 cm I n diameter. The cut surface shows an unremarkable lumen. Entirely submitted in 1 cassette. The specimen is received in formalin, labeled with the patient¿s name, accession number, with additional labeling. Right and left fallopian tube. The specimen consists of 2, tortuous segments of fallopian. Each tube with fimbriated end, measuring 4.7 cm and 6.5 cm long and up to 0.6 cm in diameter. Each cut surface shows an unremarkable lumen. Representative sections are submitted in 2 cassettes. Concurrent conditions included bacterial vaginosis, drug allergy and leukorrhea. Family history included anemia, asthma, cancer, diabetes, tonsil cancer (father) and diabetes (sister and father). Concomitant products included betamethasone;clotrimazole (clotrimazole and betamethasone), bifidobacterium bifidum;bifidobacterium longum;lactobacillus acidophilus;lactobacillus bulgaricus;lactobacillus paracasei;streptococcus thermophilus (4x6 acidophilus), ciprofloxacin monohydrochloride (cipro), docusate sodium (colace), fluconazole (diflucan), metronidazole, metronidazole (metrogel), nsaids, paracetamol (acetaminophen) and tramadol. In 2012, the patient experienced vaginal infection ("infection (vaginal) / vaginitis") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced herpes virus infection ("infection herpes") and gardnerella infection ("gardnerella infection"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), abdominal pain lower ("left lower quadrant pain") and abdominal pain ("abdominal pain"). The patient was treated with naproxen and surgery ((B)(6) 2017 bilateral salpingectomy- only right side had removed and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, infection, menstrual disorder, depression, dysmenorrhoea, herpes virus infection, gardnerella infection, anxiety, abdominal pain lower and abdominal pain outcome was unknown and the vaginal haemorrhage, heavy menstrual bleeding, cystitis, urinary tract infection, vaginal infection, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, fallopian tube perforation, gardnerella infection, heavy menstrual bleeding, herpes virus infection, infection, menstrual disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2017, bilateral salpingectomy was done only right essure removed. Discrepancy noted in essure insertion date: (B)(6) 2012. Patient received treatment for: pain, bleeding, bladder/ urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Mammogram - on an unknown date: results: fibrocystic breast. Smear cervix - on an unknown date: results: normal pap, hpv negative pap within normal limits. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming pelvic pain. Lot # 12368998 reported is not valid. Lot number:806700 manufacture date: 2010-11 expiration date: 2013-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 31-may-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), vaginal haemorrhage ("abnormal bleeding (vagina)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included hepatitis, blood immunoglobulin m, endometrial polyp, dysfunctional uterine bleeding, ovarian cyst, uterine fibroid, fibrocystic breast, asthma, cholecystectomy, renal surgery, multigravida, parity 2, abortion induced (2), non-smoker and menarche (14 years old, frequency : irregular, duration: 3-4 days, quantity: moderate, pain: moderate). Patient denied alcohol use. Concurrent conditions included bacterial vaginosis, drug allergy and leukorrhea. Family history included anemia, asthma, cancer, diabetes, tonsil cancer (father) and diabetes (sister and father). In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), depression ("depression"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with naproxen, surgery (15 may 2017 bilateral salpingectomy- only right side had removed), surgery (ablation) and surgery (ablation). At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, infection, menstrual disorder, cystitis, urinary tract infection, vaginal infection, depression, bladder disorder, urinary tract disorder and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for bladder disorder and urinary tract disorder with essure. The reporter considered cystitis, depression, dysmenorrhoea, fallopian tube perforation, infection, menorrhagia, menstrual disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on 15-may-2017, bilateral salpingectomy was done only right essure removed diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Mammogram - on an unknown date: fibrocystic breast. Smear cervix - on an unknown date: normal pap, hpv negative pap within normal limits. On (B)(6) 2017, pathology reports: essure from right fallopian tube gross description: the specimen is received fresh, labeled with the patient¿s name, accession number, with additional labeling essure from right fallopian tube. The specimen consists of a thin, shiny gray. Uncoiled wire device, measuring 24 cm long. The specimen is received in formalin, labeled with the patient¿s name, accession number, with additional labeling, portion of right fallopian tube. The specimen consists of a short segment of fallopian tube without fimbriated end, measuring 0.4 cm long and 0.4 cm I n diameter. The cut surface shows an unremarkable lumen. Entirely submitted in 1 cassette. The specimen is received in formalin, labeled with the patient¿s name, accession number, with additional labeling. Right and left fallopian tube. The specimen consists of 2, tortuous segments of fallopian. Each tube with fimbriated end, measuring 4.7 cm and 6.5 cm long and up to 0.6 cm in diameter. Each cut surface shows an unremarkable lumen. Representative sections are submitted in 2 cassettes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming pelvic pain. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records received. New reporters added. Patient's demographics and relevant history was added. Essure insertion date was updated from may-2012 to sep-2012. Per pfs, events, perforation (fallopian tube(s)), abnormal bleeding (vagina), abnormal bleeding (menorrhagia), infection (bladder/urinary tract/vaginal), depression, bladder problems or changes, urinary problems or changes, failure to occlude (close) fallopian tube and dysmenorrhea (cramping) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), vaginal hemorrhage ('abnormal bleeding (vagina)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 40-year-old female patient who had essure (batch no. 12368998-inv/ 806700) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube" on (B)(6) 2013 and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included hepatitis, blood immunoglobulin m abnormal, endometrial polyp, dysfunctional uterine bleeding, ovarian cyst, uterine fibroid, fibrocystic breast, asthma, cholecystectomy, renal surgery, multigravida, parity 2, abortion induced (2), non-smoker and menarche (14 years old, frequency : irregular, duration: 3-4 days, quantity: moderate, pain: moderate). Patient denied alcohol use *on (B)(6) 2017, pathology reports: essure from right fallopian tube gross description: the specimen is received fresh, labeled with the patient¿s name, accession number, with additional labeling essure from right fallopian tube. The specimen consists of a thin, shiny gray. Uncoiled wire device, measuring 24 cm long. The specimen is received in formalin, labeled with the patient¿s name, accession number, with additional labeling, portion of right fallopian tube. The specimen consists of a short segment of fallopian tube without fimbriated end, measuring 0.4 cm long and 0.4 cm I n diameter. The cut surface shows an unremarkable lumen. Entirely submitted in 1 cassette. The specimen is received in formalin, labeled with the patient¿s name, accession number, with additional labeling. Right and left fallopian tube. The specimen consists of 2, tortuous segments of fallopian. Each tube with fimbriated end, measuring 4.7 cm and 6.5 cm long and up to 0.6 cm in diameter. Each cut surface shows an unremarkable lumen. Representative sections are submitted in 2 cassettes. Concurrent conditions included bacterial vaginosis, drug allergy and leukorrhea. Family history included anemia, asthma, cancer, diabetes, tonsil cancer (father) and diabetes (sister and father). Concomitant products included nsaids and paracetamol (acetaminophen). In 2012, the patient experienced vaginal infection ("infection (vaginal) / vaginitis") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vaginal hemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced herpes virus infection ("infection herpes") and gardnerella infection ("gardnerella infection"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), abdominal pain lower ("left lower quadrant pain") and abdominal pain ("abdominal pain"). The patient was treated with naproxen and surgery (B)(6) 2017 bilateral salpingectomy- only right side had removed and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, infection, menstrual disorder, depression, dysmenorrhoea, herpes virus infection, gardnerella infection, anxiety, abdominal pain lower and abdominal pain outcome was unknown and the vaginal hemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, bladder disorder and urinary tract disorder had resolved. The reporter provided no causality assessment for bladder disorder and urinary tract disorder with essure. The reporter considered abdominal pain, abdominal pain lower, anxiety, cystitis, depression, dysmenorrhoea, fallopian tube perforation, gardnerella infection, herpes virus infection, infection, menorrhagia, menstrual disorder, urinary tract infection, vaginal hemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2017, bilateral salpingectomy was done only right essure removed. Discrepancy noted in essure insertion date: (B)(6) 2012. Patient received treatment for: pain, bleeding, bladder/ urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Mammogram - on an unknown date: results: fibrocystic breast. Smear cervix - on an unknown date: results: normal pap, hpv negative pap within normal limits. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming pelvic pain. Batch no. 12368998 is invalid. Date:(B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event outcome were updated to resolved for: bleeding, bladder/ urinary problem. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent salpingectomy due to complications from the essure device). At the time of the report, the pelvic pain, infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.